Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted following the completion of the manufacturer's investigation.

Event description:
It was reported that the infinity m540 patient monitor lost communication with the dual hemo m-cable and the associated invasive pressure transducers during a surgical procedure with a patient. It was noted that the customer attempted to swap out the cables, but this did not resolve the reported problem. Eventually, the infinity m540 patient monitor was swapped out to resolve the issue. There was no interruption in patient care or adverse patient impact reported.

Event description:
It was reported that the infinity m540 patient monitor lost communication with the dual hemo m-cable and the associated invasive pressure transducers during a surgical procedure with a patient. It was noted that the customer attempted to swap out the cables, but this did not resolve the reported problem. Eventually, the infinity m540 patient monitor was swapped out to resolve the issue. There was no interruption in patient care or adverse patient impact reported.

Manufacturer narrative:
The issue was resolved by the customer through replacement of the m540 monitor. No adverse patient impact was reported. The m540 device was inspected by draeger, and the log files were reviewed. No indication of device malfunction was found, and the issue could not be reproduced during testing. To support further investigation, draeger requested the m500 docking station and dual hemo cables from the customer; however, no response was received. Based on the available information, no device malfunction of the m540 was confirmed, but a root cause could not be determined.